Manufacturer narrative:
Additional information: h6, h10 device analysis: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's reported complaint was confirmed. It was noted that the cause of the reported complaint was a faulty rear piezo, the rear piezo was partially shorted dragging down the audio circuitry. Service will replace the rear piezo to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump only had the low alarm working. This was discovered during testing. There was no patient present at the time of the event. There were no reported adverse events.